Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, it was noted that the blood inlet port was deformed. Although the patient's age is unknown, the case is assumed to be pediatric. There was no patient involvement as this occurred during set up. Product was changed out. Surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).